Manufacturer narrative:
Information references the main component of the system and other applicable components included: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving fentanyl and bupivacaine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had no therapeutic response since implant((B)(6) 2018). There was fluid located at pump pocket and there was no cerebrospinal fluid (csf) leak and patient did not report headaches. A catheter issue was diagnosed with dye study, cap aspiration and imaging (MRI, CT(computed tomography) scan). Dye study was performed and the healthcare providers (hcp) were able to aspirate and watch dye going through the catheter. CT confirmed that the catheter was not in the intrathecal space. A surgical revision was planned. No further complication was reported.

Manufacturer narrative:
Code (B)(4) no longer applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the patient had a CT scan. It was noted that the original catheter and pump implant was unremarkable. It was reported on 2018-feb-16 that the patient had a large hematoma. On 2018 (B)(6), the surgeon aspirated 90 cc of blood and on 2018 (B)(6), there was a lot more blood that came out of the pocket. The catheter as well as the port was occluded. The hcp was able to clear the occlusion with saline so the catheter did not need to be revised. The CT result showed that there was unchanged thoracic and lumbar spine alignment with retrolisthesis of l2 on l3 . There was no paravertebral soft tissue swelling. Paraspinous soft tissues were normal. There was increased focal fluid surrounding a pain pump wire in the right posterior superficial subcutaneous soft tissues measuring 3.5x1.5 cm. There was unchanged baclofen pain pump catheter tip entering central spinal canal at l2-3 and coursing cephalad with tip terminating at the superior t10 level in the central spinal canal. There was no contrast within the central spinal canal. No further complication was reported. Additional information was received from healthcare provider (hcp) via a device manufacturer representative. The fluid was a hematoma. The pump portion of the catheter was occluded. Everything was functioning at the time of the report and no further complication was reported.